Event description:
The device was used to check the customer's blood glucose and a result of 203 mg/dl was obtained. The customer ate toast and drank coffee and then had slurred speech and acted dizzy. Emergency medical techs were called and they checked the customer's glucose and the reading was 37 mg/dl. Pt was taken to the hosp and given a glucose IV and kept for observation. Controls were not used on the system. The device was replaced and requested to be returned for eval.